Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.0 x 38mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The lesion contained a significant bend between 45 and 90 degrees. Following predilatation with 3.0x15 nc emerge balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and the tip of the stent was found deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.